Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated the cine hard disk drive and cine bridge pcb assembly in the workstation. The fse also reseated the image processor pcb, video controller pcb, display adapter pcb, system interface pcb and the cpu boards/connections. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported an intermittent loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.